Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff was faulty, it was reported that it had inflation/deflation issue. The patient was reintubated.